Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the xience v stent was deployed at 20 atmospheres which is above the rated burst pressure. It should be noted that the instructions for use (IFU) warns: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia and restenosis, as listed in the above IFU, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately twenty six months post xience v stenting procedure in the mid right coronary artery, in which the stent was deployed at 20 atmospheres, the patient was hospitalized with angina and a positive functional ischemia study. The patient underwent percutaneous coronary revascularization with balloon angioplasty in the index target lesion for in-stent restenosis. Post procedure, the patient experienced elevated troponin levels that required no treatment. The patient's condition resolved and the patient was discharged one day post procedure. There was no reported adverse patient sequela. There was no additional information provided.